Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply connector was repaired during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system would shut down on its own. There was no pt injury or death reported.